Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted capacitor, designator c504.  The shorted capacitor caused integrated circuit u5 to not boot up.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was no longer powering on. There was no report of any patient use associated with the reported issue.